Event description:
It was reported by the patient's wife that the patient had a series of seizures that resulted in an ER visit and hospitalization. The patient's epileptologist had programmed the vns on for his initial dosing the previous week. Follow up with the epileptologist's office resulted in clinic notes being received. The clinic notes indicated that the patient was hospitalized over the weekend with prolonged seizures and was in the ICU for 2 days. The patient's vns settings were reprogrammed at the following clinic visit. No additional relevant information has been received to date.